Event description:
It was reported the patient presented in the emergency room following inappropriate therapy which resulted in patient discomfort. Further interrogation of the device revealed the therapy was delivered due to episodes of noise resulting in oversensing on the right ventricular (rv) lead. Furthermore, high out of range pacing impedance was noted on the rv lead. The suspected root cause was rv lead fracture, however, could not be confirmed with diagnostic imaging. X-ray imaging revealed migration of the device and lack of rv lead slack. The device was explanted replaced. The rv lead was capped and replaced. The patient was stable. Related manufacturer report number: 2017865-2022-05605.